Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6. H3: the reason for the clinical symptom of pain reported cannot be conclusively determined or confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. An additional contributing factor the revision may have been inclusion of the polyethylene in the packaging recall.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 8 years and 5 months post the initial right total knee arthroplasty, the patient presented to the surgeon with knee pain. The surgeon removed all components and replaced them with a full revision knee from a competitor. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
Additional information received states the patient was revised and everything removed due to loosening with osteolysis, and replaced with a competitor's revision system.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from a weakened biologic integration of the component at the bone-implant interface. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.